Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease fold, wear abrasion, an opening on the anterior side, and white particles. A leak test and microscopic analysis were performed which identified a striated opening, sharp crease opening and an observed void greater-than 1-millimeter in the non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a striated opening due to surgical damage consistent with the use of a surgical tool, and a sharp crease opening on the posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.